Event description:
This device was implanted on (B)(6) 2013. A call was placed to technical services on (B)(6) 2016 reportedly stated that valve vegetation noted both on st jude medical and all abandoned system will be removed. The physician was dr. (B)(6) at (B)(6) hospital. No other this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).